Event description:
During a lap cholecystectomy, the legs of the clips did not close parallel. So clip scissoring occurred. A new clip applier was used to finish the procedure without any problems. It had no consequences to the patient.